Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: opening, crease fold, green particles in the surface of the shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated edge opening on posterior side assessed as surgical damage. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device was explanted and replaced.